Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to report the results of the legal manufacturer¿s investigation and correction. Updated fields: b1, d8, h1, h3, h4, h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes; however, no further information was received from the customer and as initially reported, the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked as serious injury. The h6 medical device problem reported, and other findings would not be likely to cause or contribute to a death or a serious injury if it were to recur. However, a reportable malfunction was identified during the device evaluation which was unrelated to the event reported by the customer. Thus, updating b1 to product problem and h1 to malfunction. The device was returned to olympus for inspection and the reported issue of ¿scope will not connect to system and failed leak test¿ was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken bending section. Based on the results of the investigation, the most probable cause was not established; the investigation findings of the reported event of ¿scope will not connect to system and failed leak test¿ do not lead to a clear conclusion about the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-01046. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during cystoscopy and ureteroscopy laser lithotripsy procedure, the surgical videoscope can not connect to the system. The device also exhibited a failed leak test. This resulted to a procedural delay of more than 30 minutes while the patient was under sedation. There were no reports of patient harm.